Event description:
Spontaneous report. Pt (patient) reported curlin pump malfunction. Patient is a cvs nurse infusing herself and already went through some troubleshooting. Getting error code number 20 - empty lithium battery. Patient is using our standard alkaline batteries. Had her remove batteries, insert new ones, and reboot pump, but still getting error. Had patient open ac power port and clean out with compressed air to see if this would clean any sensors. Still getting error. Advised to finish infusion using gravity, and we will send replacement pump. Curlin serial number (B)(6), return date 4/11/24. Pt (patient) did not miss a dose or report an adverse event, pump will be returned. Reported to (B)(6) by: patient/caregiver.